Event description:
It was reported that upon interrogation, the pulse generator exhibited premature battery depletion. No patient symptoms were reported. A device replacement would be scheduled. No additional information was available at this time.

Manufacturer narrative:
No conclusion code available. Final analysis confirmed the premature battery depletion. Despite extensive testing, the root cause could not be determined.

Event description:
New information reported stated that on (B)(6) 2017 the pulse generator was successfully explanted and replaced. The patient was in stable condition post surgery.